Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the lead was only partially removed; the distal end remains in the patient. All four electrodes were left in the patient because the healthcare provider was unable to fully remove them. It was noted that they tried dissection, gentle traction, and localization of the lead through fluoro, but they were not able to completely remove the lead. No further patient complications are anticipated or expected as a result of this event.